Event description:
Fill volume: unk. Flow rate: unk. Procedure: left shoulder surgery. Cathplace: left shoulder joint. Pt alleges pagcl/chondrolysis following the placement of a pain pump following surgeries on or about (B)(6) 2006.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the information contained is from the threat of litigation mentioned by a pt. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. Information from this incident will be included in our product complaint and MDR trend reporting system.